Event description:
It was reported that one day after the implant procedure, the left ventricular lead threshold had risen and was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.